Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test. Found sensor with dried blood. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 223 mg/dl and sensor glucose was 69 mg/dl at the time of incident when it triggered threshold suspend. The sensor was returned for analysis.